Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s ins was turning on and off randomly without programmer use as of about 10 days prior to this report. The patient was also seeing out of regulation (oor), power on reset (por), end of service (eos), and ¿xxxxxxx¿ error codes on the programmer on the day of this report. The patient was reportedly going to follow up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
(B)(4).